Event description:
It was reported on (B)(6) 2026 a 28 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath for a left atrial appendage (laa) closure. The patient was in pre-existing atrial fibrillation. Transseptal puncture was inferior-mid. The patient's activated clotting time (act) level was 384 seconds. The patient's left atrial pressure was 14mmhg. Twelve thousand units of heparin were administered. The device was implanted. A full reversal of protamine was administered after the procedure. The patient returned on (B)(6) 2026 with a circumferential cardiac tamponade that filled the entire pericardial space and surrounded the heart. A pericardiocentesis was performed with 700 ml fluid drained from the patient. The patient is now stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.